Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "resident working with dr crossthreaded a blocker, removed it and placed another one in the screw. After final tightening, dr cut open his thumb on a piece of metal protruding from the tulip head. He took off the blocker and noticed a sharp piece still attached to the underside of the blocker."